Event description:
The event is reported as: the peak flow meter read a value much higher that was not clinically possible for the pt's condition. Another device was used to determine the pt's peak flow. No pt injury reported.

Manufacturer narrative:
It is unk if the device sample is available for eval.